Event description:
During pre-dilation of a lesion located in the left external iliac artery, this balloon ruptured at 4 atmospheres when pressure was applied with an indeflator. The patient is a male (age unk). The vessel had severe calcification, severe tortuosity and a 99% stenosis. The physician used a brachial artery approach. The product was properly inspected and prepped prior to use. The lesion was accessed with a guidewire with no difficulty. The balloon ruptured during its first inflation. The balloon was safely removed from the patient, and another balloon was used to successfully complete the procedure. There was no reported adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.